Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of temperature cath-poor temperature control-higher than expected was confirmed, as analysis of the returned device found an electrical open on the thermocouple. The investigation concluded that the reported event was most likely due to the component problem of the device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at post market quality assurance laboratory, the intellanav mifi open-irrigated ablation catheter was visually inspected, and no visible problems were noted. Functional testing revealed that the catheter's functional mechanism worked properly; no abnormal resistance was felt when actuating the device. Continuity testing was performed, and the device was found to be out of specifications due to the open or shorts detected. During electrical testing, the device was recognized by maestro generator system, and the message "temperature out of range" was shown. Dissection inspection was performed, the device was destructively analyzed, and electrical open was found on the thermocouple. Media inspection on the photo of the maestro generator did not find an error message being displayed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the intellanav mifi open-irrigated ablation catheter risk documentation was completed and confirmed that the event of temperature cath-poor temperature control-higher than expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to component failure, as the event was most likely due to the component problem of the device.

Event description:
It was reported that the ablation generator immediately displayed an abnormally high temperature upon activation. During an ablation procedure to treat atrial flutter, an intellanav mifi open-irrigated ablation catheter was used. While performing ablation at the cavotricuspid isthmus (cti) site, the ablation generator immediately displayed an abnormally high temperature (70-80 degrees celsius) upon activation. The generator was restarted, and the catheter was removed to inspect for any foreign material. Irrigation testing was also performed and confirmed to be normal. However, after reinserting the catheter, the generator continued to display an abnormally high temperature. Another of the same device was then used, and the procedure was completed successfully with no patient complications. The device has been received and analyzed.

Manufacturer narrative:
The device has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the ablation generator immediately displayed an abnormally high temperature upon activation. During an ablation procedure to treat atrial flutter, an intellanav mifi open-irrigated ablation catheter was used. While performing ablation at the cavotricuspid isthmus (cti) site, the ablation generator immediately displayed an abnormally high temperature (70-80 degrees celsius) upon activation. The generator was restarted, and the catheter was removed to inspect for any foreign material. Irrigation testing was also performed and confirmed to be normal. However, after reinserting the catheter, the generator continued to display an abnormally high temperature. Another of the same device was then used, and the procedure was completed successfully with no patient complications. The device has been received, pending analysis.